Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tamai, k., et al (1999), recurrences after the open bankart repair: a potential risk with use of suture anchors, journal of shoulder and elbow surgery, vol.8 no.1, pages 37-41 (japan). The study emphasizes on describing the stability outcome of 87 consecutive open bankart repairs (using the transosseous technique in 46 cases and suture anchors in 41 cases), with special reference to the factors related to recurrence of instability. The patients evaluated on course of this study: eighty-seven consecutive patients (87 shoulders, 72 male patients and 15 female patients) were treated with an open bankart repair for traumatic, recurrent anterior instability of the shoulder who were followed up for more than 18 months and were included in the study. 46 of the patients underwent a transosseous suture technique. Forty-one patients were operated on with suture anchors. All of the patients had their first episode of dislocation or subluxation during a single, definite trauma. Of the 87 patients, 37 were engaged in competitive sports, 37 were involved in recreational sports, and 13 were non-athletes. The article describes the following procedure: an open bankart repair for traumatic, recurrent anterior instability of the shoulder. The devices involved were: mitek gii anchor, statak soft-tissue attachment device. Complications mentioned in the article: 7 patients had recurrences (3 re-dislocations and 4 subluxations). 6 of the 41 patients who were treated with suture technique had a recurrence (re-subluxation). 9 from the group treated with suture anchors reported apprehension more than once postoperatively in certain arm positions. 24 % (21 of 87) of the patients showed residual instability. 48 patients had restricted external rotation in the treated shoulder. A subcutaneous hematoma developed in a patient who was treated with suture anchors. 1 patient had dislodgement of the suture anchor. 2nd arthrography revealed redundancy of the anteroinferior capsule in 3 patients.